Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure for a femur supracondylar fracture on an unknown date, the surgeon had trouble with the second cable. The first cable was crimped without issues, but the surgeon was unable to tension or remove the second cable. The surgeon cut the cable and used another. The same issue happened with the second cable. The surgeon used a different company's cable as a substitute. No patient impact was reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis part number 391.201 lot number p079532 was manufactured by pioneer surgical technologies. The supplier conducted an investigation on the returned product and determined that it meets specifications. The returned product was tested to pioneer work instruction wi-eng-004 and passed all tests. The supplier reviewed the DHR and confirmed that the product met specification prior to shipping.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional evaluation: we have forwarded the complained article to the manufacturer for evaluation. Pioneer surgical technologies manufactured the cable tensioner, part number 391.201, lot number p079532. Visual inspection confirmed that this device did not contain substantial damage that could have negatively affected the performance of that device. The tensioner was tested three times in an inline configuration in accordance with work instruction wi-eng-004. These are the results: 1.) 41.3 kg 2.), (43.0 kg 3.), and (42.5 kg). All test results meet specifications. Upon cycling the device, it was noticed to have a moderate resistance between components. Lubricant was added to the tensioner which reduced the resistance between components. The supplier reviewed the DHR and determined that the device met all specifications prior to shipping.

Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing dates: 9/10/10, 9/16/10, 9/21/10, 9/29/10, 9/29/10, and 9/29/10. (B)(4) manufactured the cable tensioner, part 391.201, and lot number p079532. The suppliers certificates of compliance dated 9/2/10, 9/13/10, 9/13/10, 9/16/10, and 9/22/10 for six separate receipts, note: the 2nd receipt of this lot did not include a cert, indicate the parts were manufactured to part 391.201 and met the required specifications. Inspection was not required on the 1st and 2nd receipts of this lot. The 3rd receipt was inspected and conformed to the synthes, incoming final inspection sheet number 391if201, revision h, dated 9/21/10. The 4th ¿ 6th receipts were inspected and conformed to incoming final inspection sheet number ns020097, revision a. There were no non conformities or complaint related issues with this complaint. The six receipts of this lot were released 9/10/10, 9/16/10, 9/21/10, 9/29/10, 9/29/10, and 9/29/10.